Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All previously reported device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
It was reported that the patient had a revision surgery due to a catheter kink. The patient had presented with increased pain despite the increase of medication and boluses. During a catheter access port contrast study, the kink was found. A few days later, a significant portion of redundant catheter was removed. It was noted that the event was resolved without sequela. Later, it was reported that there had also been catheter tip fibrosis as it wasn't possible to aspirate the catheter side-port. The drugs used in this system were fentanyl and bupivacaine.

Event description:
Additional information: it was reported that the patient was overdosed in (B)(6) 2013. The patient experienced a return of patient symptoms. It was reported that the ¿pump was stuffed up and they od'ed me when they went to inject, to see what was wrong with the pump.¿ the patient experienced numbness from the neck down. The patient ¿adored¿ her personal therapy manager (ptm). The devices were ¿absolutely fabulous.¿ the patient had been in a wheelchair for a long time and had rheumatoid arthritis and systemic ¿lupus/ms¿ and the pump gave the patient ¿her life back¿ for the last two years. The patient recently started with a new healthcare provider (hcp) and began to experience problems. The patient had surgery for ¿the lines being bent, stopped up or whatever.¿ following surgery the patient was taken off of the ptm and was given oral percocet. The patient had hepatitis c due to opioid oral pain medication. The patient tolerance was ¿extremely high¿ so the oral medications do not do her ¿any good.¿ this was the reason that the pump was put in. The patient¿s (B)(6) was in remission with the use of the ptm, but it was now bothering her again and had been back for three months. The percocet was not lasting or working for the patient, and she had to take more than required. The hcp planned to give the patient the ptm back when they were up to therapeutic levels of (b)(46..

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. Product type: catheter. (B)(4).